Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the electronic power supply 89-0000-420-10 serial number (B)(4) does not turn on. The surgery delay was 2 hours. The surgery was completed with another device. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Electronic power supply, part number 89-0000-420-10, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that a module was defective. The event reported by the customer, "it did not turn on", was confirmed because the device was not functional due to the defective module of the electronic power supply. The product was not returned. The defective device was replaced by a new electronic power supply, serial number (B)(4).